Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cleo® 90 infusion sets were bent and kinked. The patient stated that his blood glucose rose to over the 500's mg/dl due to him running out of supplies. Thus; he switched to manual daily injections to manage his blood glucose levels . He also contacted his distributor regarding the infusion set issue. The distributor put in a new order for more supplies to be delivered to him. No permanent adverse effects to patient reported. See MFR # 3012307300-2017-00047, 3012307300-2017-00048, 3012307300-2017-00049, 3012307300-2017-00050, 3012307300-2017-00051.